Event description:
During a routine follow-up, the pulse generator could not be interrogated. No pacing was evident and the patient was in sinus driven rhythm in the 80 pulses per minute range. The device appeared to be in bvvi mode and hardware elective replacement indicator had not been reached. A device download was attempted unsuccessfully three times. The pulse generator was explanted and replaced. It was noted that the device may have been exposed to electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator was received in backup operation. After the device was cut open and the power reset, the product code could be downloaded. The backup operation did not recur.